Event description:
The customer reported that the patient suffered a recto sigmoid colon perforation during an lavh procedure. During the procedure, the surgeon lost the pneumoperitoneum (gas inflation of abdomen). Within that time the bowel was burned by the j-hook electrode. A general surgeon was called in and the recto sigmoid colon was repaired with two sutures. The patient has since been discharged.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.